Event description:
It was reported that this right ventricular (rv) lead was explanted due to experiencing fracture. There is no evidence to suggest that this right ventricular (rv) lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).